Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event edema: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional report having a patient that was injected with unspecified juvéderm®. The patient developed "eyelid edema." Patient was treated with dipospan, clavulin, triamcinolone, carboxiterapia, recidivastes, predisse, and antiallergic. Symptoms have resolved.

Event description:
Additional information: the patient was injected with unspecified juvéderm ultra plus¿ in the lower third region. No symptoms developed in this area and the eyelid edema is unrelated to the device. There is no complaint against the device.